Event description:
It was reported that during service and evaluation, it was determined that the omnispan orthocord device fell apart. It was noted in the service order that the device tubing was detached. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional narrative: visual inspection of the returned device found that the device was returned in used condition. The plates and suture are already deployed and they were not returned. The blue silicone sleeve is not inserted into the needle. The blue silicone sleeve was not returned. The overall complaint was confirmed as the observed condition of the omnispan meniscal repair 27deg would have contributed to the complained device issue. Based on the investigation findings, the potential cause of the blue silicone sleeve detachment is traced to manipulation of the needle during its removal from the deployment gun. As per IFU 109282; the proper steps for needle removal are provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.